Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This issue pertains to the cervical ipg. It was reported the patient last charged the ipg approximately two years ago as the patient lost her charger. The ipg was confirmed to be inoperable. Surgical intervention may be undertaken to address the issue. The patient also has discomfort at the ipg site (reference MFR. Report: 1627487-2018-10462).

Event description:
Further follow-up indicates the patient had their system explanted.